Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathered during surgical conversions, translumbar punctures of the aortic abdominal aneurysm, and laparoscopic exploration of aortic abdominal aneurysm sac contents. Due to these observations, gore elected in 2004 to provide a design enhancement to the original gore excluder® bifurcated endoprosthesis. The device used in this particular case was the original gore excluder® bifurcated endoprostheses. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement.

Event description:
On (B)(6) 2003, the patient was implanted with two gore® excluder® bifurcated aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that computed tomography (CT) images in 2013 revealed the aneurysm sac measured 60mm and CT images from 2019 (exact date is unknown) revealed the aneurysm sac measured 82mmm. There are not endoleaks noted in either images, however, there is aneurysm sac enlargement (22mm). The gore field sales associate reported the physician does not know the cause of the aneurysm enlargement but believes it is possibly due to endotension with serous fluid that passed through the graft. The event is ongoing.